Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified that the 230v pin at the power plug was burnt. The power cable was exchanged with the cable from a decommissioned device. The damaged cable was discarded by the facility and could not be investigated further. The cable connection was tested and an electrical safety test was performed. No further issues were identified and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Discarded; not available for return.

Event description:
Livanova (B)(4) received a report that the plug for the internal pe-line of a heater-cooler system 3t was found to be loose during priming. There was no patient involvement.